Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. A complete seal was noted. The patient was taken off warfarin at the 45 day follow up and placed on aspirin and plavix. The 45 day follow up still showed a complete seal. The patient experienced issues with hemoptysis and had interruptions in taking plavix. The patient was admitted and a tee was performed where they discovered the device related thrombus. The thrombus appeared to be attached to the threaded insert. Heparin was used to treat the patient and then switched to warfarin.